Manufacturer narrative:
(B)(4). Additional information: the device was received with tissue stuck on the proximal side of the jaws. The tissue was removed. The jaws had no damage. The device lockout mechanism was tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the trigger got jammed and the jaw appeared to be broken. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.